Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device noted that the clip assembly was returned attached to the catheter of the device. It was possible to observe that the handle was cut from the catheter. Microscope examination was performed on the clip assembly, and it was observed under high magnification that there was evidence of first activation as the arms' wings were found inside of the capsule windows. The clip arms were disassembled for further analysis and no other issues were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, the physician tried to shake the clip off, but it still could not detach, so the device was pulled off from the patient. The patient started to bleed more after the clip was pulled off. The procedure was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy. Reportedly, the physician tried to shake the clip off, but it still could not detach, so the device was pulled off from the patient. The patient started to bleed more after the clip was pulled off. The procedure was completed with two more resolution clip devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.